Event description:
A power source alert was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer tried plugging the charging cable into a wall adapter and leaving it in a working outlet for at least 30 minutes, which resolved the issue as the pump began charging.